Event description:
It was reported that the patient has a revision/exploratory surgery planned. It was indicated that the lead is protruding under the skin but not exposed and she needs to remove a clip (presumably tie-down). The physician does not known what caused the tie-down protrusion. Repositioning surgery did occur due to the exposed pieces coming through the skin and to preclude infection. No additional or relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, device return is not required since product return will add no value to the investigation.

Event description:
Additional information was received that the patient is again scheduled for revision surgery. The patient was seen and has an infection. The patient was prescribed antibiotics and underwent a full explant. Device history record was reviewed for the generator and leads both devices were confirmed to be hp sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
Information was received indicating that the recent infection was not a continuation of the patient¿s past extrusion event and that the location of the patient¿s infection was at the generator site. MFR report # 1644487-2019-00575 will now house all reports of the infection at the generator site. The patient did have full explant. The upper lead was not infected but protruding for an unknown reason as this is 20 yrs old and has not been operated on. No additional information has been received.